Event description:
The facility stated that the surgeon successfully implanted a model aq2003v intraocular lens but, noted damage to the lens after implantation. He removed the lens without injury to the patient. The facility stated that a model aq cartridge fp was used to deliver the lens but the model of injector was not noted. Further, the lot numbers for these items were not specified.